Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: 7106975 product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: 7107998 product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: 7108344 product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: 7108540 product family: bs-extension upn: m365db312895b0 model: db-3128-95b serial: (B)(6). Batch: 5000122 product family: bs-extension upn: m365db312895b0 model: db-3128-95b serial: (B)(6). Batch: 5000244 product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: n/a batch: 33079329 product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: n/a batch: 33133638.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection, however the location on which implant site is infected was not provided. The patient underwent a procedure where the entire dbs system was removed. No additional adverse patient effects were reported. No further information has been obtained despite good faith efforts.